Event description:
The customer reported inaccurately low blood glucose readings with the first test strips, lot 1j502b. When he began using the test strips (within last month), he noticed that his blood glucose readings in the 90 mg/dl range were lower than his usual readings with a second test strip (in the 110-160 mg/dl range). He was unable to say whether he obtained the lower readings upon initial opening of the first test strips bottle or whether the readings gradually decreased. Because he questioned the lower blood glucose readings, the customer went to his diabetes clinic and had a tech check his meter for accuracy. A check strip test was performed and the result was with range (no specific result available). The customer does not know whether the tech performed a normal control solution test. The tech performed a side by side blood glucose comparison using the second device (lot unknown) versus the first test strips. The results were 160 mg/dl and 90 mg/dl respectively. The comparison was performed using the customer's meter and blood. The code was set correctly for all tests. The desiccant is in the bottle of the first device. The customer stores his test strips in the living room.